Event description:
Patient suffered and will continue to suffer in the future, numerous personal and economic injuries, including fatigue, pain, suffering and continued medical care and treatment. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient suffered and will continue to suffer in the future, numerous personal and economic injuries, including fatigue, pain, suffering and continued medical care and treatment. Patient has not yet scheduled an explantation of the asr hip implant.